Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was exposed to moisture. Moisture was visible under the screen and battery compartment. The o-ring was not in place and was not free of debris. The home screen did not appear on the display. The insulin pump had a blank display. The display did not return after troubleshooting. Customer's blood glucose level was 168 mg/dl. The customer was advised that the device would be replaced and agreed to return the product for analysis.